Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not fire properly and could not form the staple line properly. Sutures were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: please explain what it meant by the device did not fire properly? Stapler did not fire properly mean staple line did not form. Did the device cut? Yes if the device cut was the cut line fully circumferential around the target tissue? Yes. Did the device staple? Yes. If the device stapled was the staple line complete? No staple line did not form. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Irregular. Were there any staples seen in the surgical field? Yes. What degree of hemorrhoids did the patient have? 3rd degree. Was the device difficult to close? No. Was the device difficult to fire? No.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.